Event description:
The customer received blood glucose readings of 350, 330 and 346mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 131mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. A new kit was sent to the customer.